Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a third party service technician evaluated the ventilator and found that the main led display had damaged pixels. As a resolution,the main led display was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel, english service repair ventilator main led has damaged pixels. There was no patient involvement associated with the reported event.